Event description:
It was reported that balloon failure on foley catheter. Met with floor registered nurse and charge registered nurse to discuss. Registered nurse reported instance (x2) 2 to 3 months back and another that week. Inserted foley catheter and shortly after, the catheter slid back out of patient post insertion or balloon inflation. Registered nurse performed 2nd insertion immediately after 1st failure with the same result. Registered nurse reported testing balloon on the 2nd failed catheter with normal saline and that the saline spewed from a small hole in the balloon. Then that week, after inserting a catheter the registered nurse reported repositioning the patient to the prone position and the catheter slid out of the patient.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). The DHR review could not be performed without a lot number. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f, the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that balloon failure on foley catheter. Met with floor registered nurse and charge registered nurse to discuss. Registered nurse reported instance (x2) 2 to 3 months back and another that week. Inserted foley catheter and shortly after, the catheter slid back out of patient post insertion or balloon inflation. Registered nurse performed 2nd insertion immediately after 1st failure with the same result. Registered nurse reported testing balloon on the 2nd failed catheter with normal saline and that the saline spewed from a small hole in the balloon. Then that week, after inserting a catheter the registered nurse reported repositioning the patient to the prone position and the catheter slid out of the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.